Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.0 cm to 11.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device changeout procedure. Upon interrogation prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.